Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. B3: estimated date.

Event description:
According to the available information, the device only deflates about 20%. The doctor noted the patient who has the problem is skinny and works out a lot.